Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 it was reported by the beta bionics clinical diabetes specialist that on (B)(6) 2024 the end user experienced low blood glucose (bg) levels of 39-70 mg/dl for ~four hours. The user's marital partner found her in the bed unconscious. The spouse administered glucagon until the user became coherent and was able to drink orange juice, honey and candy until her bg was back in-range. Emergency medical services were not contacted nor was the user's healthcare provider. The user stated they have no memory of the incident and are unsure how the issue occurred.